Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in a pre-existing non edwards surgical valve in the aortic position for aortic regurgitation. The 26mm sapien 3 ultra valve and 26mm commander delivery system were prepped in usual fashion, advance through 14fesheath accordingly and valve was deployed in usual fashion. A second inflation was performed by the physician using the delivery systems balloon for mild pvl. During the post dilation, the 26mm commander delivery system balloon ruptured. During removal of the delivery system with the ruptured balloon, the balloon was getting caught at the top of the pre existing surgical valve. The pusher rod was advanced to the balloon and both balloon and pusher rod were able to travers the guidewire down to the ventricle but when retracted, the balloon would not exit the surgical valve. A snare was used to grab the balloon at the point where it was caught on the pre existing surgical valve. Both the delivery system and snare were able to be removed with pull force. There was no pvl, and no vessel damage.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was returned for evaluation. Returned device was evaluated and following was observed: residual fluid was observed in inflation balloon (device as received). Balloon was unable to fully inflate (after decontamination), no leakage observed. Leakage was observed from strain relief and fine adjust wheel when guidewire lumen was flushed and delivery system was gross aligned at warning marker. Leakage was observed from flex tip when guidewire lumen was flushed and delivery system was gross aligned at packaging position. Stretching was observed on between proximal end of the stop sleeve and balloon shaft bond. Note: engineer cut the balloon shaft distal of the y connector to further evaluate the leaking source. Leakage was observed on the between proximal end of stop sleeve and balloon shaft bond. Due to the nature of this complaint, functional and dimensional testing was not performed on the returned device. Imagery was received for review. Imagery was evaluated and following was observed: crimped valve was not centered between the valve alignment markers prior to deployment. A gap was observed between the valve and proximal valve alignment marker. Valve was deployed within the pre existing non edwards surgical valve. Balloon with residual fluid caught at the top of the non edwards surgical valve during system removal. Contrast was visible within balloon. The reported events were confirmed based on returned product evaluation and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Regarding the event of the delivery system leakage, based on returned product evaluation, no rupture was observed on the inflation balloon, however leakage was observed when guidewire lumen was flushed while gross aligned at warning marker, leakage observed between strain relief and fine adjust wheel and while gross aligned at packaging position, leakage observed from flex tip. Engineer cut the balloon shaft distally from the y connector to further investigate the leakage source. It was noted that the proximal end of stop sleeve and balloon shaft was damaged. The lumen between the balloon shaft and guidewire lumen allows for a passageway for fluid to inflate the balloon. Although the balloon shaft is reinforced with a wire braiding, forces such as tension, compression or torquing the material can compromise the balloon shaft walls and result in a leak path. As the delivery systems are 100% tested for leakage, this issue was undetected during preparation and valve deployment, it is likely that damage to the delivery system occurred during the procedure after initial inflation and deflation of balloon post deployment of thv. The exact cause of the leak is unknown, however if the balloon shaft is pulled to the warning marker and locked, it can expose the proximal stop sleeve joint to potential bending or twisting. Per the training manual do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure . As such, it is possible that after thv deployment and prior to post dilation inflation, the balloon shaft was twisted and resulted in the observed leakage at the balloon shaft. As such, available information suggests that procedural factors (damaged balloon shaft due to device manipulation) may have contributed to the complaint event. Regarding the difficulty in removing the delivery system, in this case, the residual fluid observed in the inflation balloon found in the images most likely altered the balloon profile and prevented full deflation. An altered balloon profile was more susceptible to interacting with the pre existing surgical valve during system removal, as observed. Additionally, it was noted that the delivery system was removed with pull force using snare techniques. As such, available information suggests that procedural factors (altered balloon profile interacts with pre existing valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per pre decontamination review of the device, the initial report of balloon rupture was not confirmed. Leakage was observed at the y connector. Investigation is underway.